Event description:
The customer reported that during a case, when a pencil was in use with the generator, the pencil was activating without depression of the buttons or use of the footswitch. Another generator was brought in and the same pencil worked fine. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2012. The incident generator has been received and is under eval. When the unit eval is complete a follow-up report will be submitted.